Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture" discovered during explant surgery. The device has been explanted and replaced.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device."

Event description:
Healthcare professional reported right side "rupture" discovered during explant surgery. The device has been explanted and replaced.